Event description:
It was reported that during a laparotomy procedure, the blade tip broke off into the pt. They were not able to locate the tip. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time.